Event description:
It was reported that the patient went to the hospital after fainting during a walk. An electrocardiogram showed atrial flutter and ventricular intermittent non-capture. The ventricular output values were increased and the lead remains in use. The patient was hospitalized and was followed closely. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.